Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level and a ketone level of ¿1.0¿. A bg value was not provided. The cause for the reported issue was unknown. Additional information was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.